Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the clinic for a routine follow up. Upon interrogation, the atrial lead exhibited several noise episodes. No intervention or patient symptoms were reported.